Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that the patient the patient was trying to connect their ins when they got a power on reset message. Patient stated she had an interaction with emi, chemo and pet scan procedure. No symptoms were reported and no further complications were noted or anticipated.